Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that the patient presented to the emergency room with chest pain and found that she had a low pulse of 30 beats per minute. There was concern that the pacemaker was not operating appropriately. The presenting electrogram showed normal device operation. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received information that this patient contacted the boston scientific warranty department inquiring about reimbursement for traveling to another city to have her device adjusted. The patient stated she had been feeling fine until the reprogramming was made. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.